Manufacturer narrative:
(B)(4). The product has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported leaking occurred at the two piece male luer lock (first gripper site) and blood and saline were leaking out. There was no patient harm. Medical intervention was not reported. No further patient or event information was provided.